Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a coronary stenting treatment procedure the stent delivery system failed to cross the lesion. The target lesion was located in the severely calcified left anterior descending artery. A 20mm x 2.50mm ion drug eluting stent was advanced to treat the target lesion; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by mfg: inspection of the returned device revealed there was contrast in the wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The middle of the stent had one row of struts that were stretched and flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the stent damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).